Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial tachy therapies was unable to be interrogated, despite using three different programmers. The device was found to be in a latched condition and was explanted. Another guidant ICD with atrial tachy therapies was subsequently implanted. No adverse patient symptoms were reported.